Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment and difficult coil detachment as potentials complications associated with the use of the device.

Event description:
It was reported that after placement at the treatment site, the 3rd embolization coil could not be detached after multiple attempts. During withdrawal, the coil unexpectedly detached in the microcatheter. The coil was removed in its entirety together with the microcatheter using a snare device to assist. There was no reported patient injury.